Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) body did not come out of the plunger and was caught. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h3,h6,h10 internal complaint number: (B)(4). The device was returned on 06/18/2020. An investigation was conducted on 06/25/2020. Signs of clinical use and heavy amounts of blood was observed. Blood was observed also on the loading device as well as on the seal. The white plunger was fully depressed on the delivery device with the blue slide lock dis-engaged. The seal was observed in the delivery device with the seal extended in an open state outside of the delivery tube with blood as well. The seal and tension spring assembly was removed from the delivery device. No visual defects, cracks or delamination was observed on the seal. No measurements of the delivery tube were taken due to the presences of blood which indicates that there was an attempt to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) body did not come out of the plunger and was caught. A replacement device was used to complete the procedure. The hospital did not report any patient effects.